Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot past splash screen. Review of system logfiles show software issue. Upon functional testing fse found issue was with the system software. To resolve the issue fse reloading the system software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.